Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found the subject device was shipped in accordance with specifications. The root cause cannot be conclusively identified. Assumable cause: component of peripheral equipment (silicone tube, packing or the like) got broken and fragments entered aw nozzle. Occurrence of the suggested event can be reduced/prevented by handling the device in accordance with the following IFU (instruction for use) ·reprocessing manual: precleaning the endoscope and accessories flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948)after each patient procedure. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found clogged nozzle and deep dents on the distal end plastic cover. Chip on the objective lens were determined and crack on the light guide lens were observed. Peelings all over the units labels were noted. Crack on a-rubber glue was observed and crack between plug along the scope connector was determined. Scratches at the light guide tube, connector boot and s cover were noted. Chemical damage, discoloration were observed on the insertion tube. No leaks found on the device. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during preparation for use the device air/water channel unit would not flush. Damaged, clogged nozzle was observed during device evaluation. This report is being submitted for damaged nozzle. There was no patient involvement associated on this event reported. No user injury was reported.